Manufacturer narrative:
According to the customer, when trying to get gloves, there were several gloves from the small size gloves that were ripped when grabbing a pair from the box or ripped when trying to put them on. I have removed the gloves from the room and replaced with a new box. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, when trying to get gloves, there were several gloves from the small size gloves that were ripped when grabbing a pair from the box or ripped when trying to put them on. I have removed the gloves from the room and replaced with a new box.